Event description:
Hcp reported the pt had been running low grade temperatures since a pump replacement in 2001. A culture was done that was positive for "propriana bacter acne". The hcp stated this is a slow growing bacteria which gives a smoldering picture. He feels, therefore, it might be the infection was related to the implant and had been growing ever since. The device was explanted in 2002 and not returned to the MFR for analysis. The pt is presently on oral baclofen 30mg 3x a day. He continues to have a fluid leak after pump removal and they probably put a shunt in for mild hydrocephalus.